Manufacturer narrative:
This device was used for treatment, not diagnosis. Date of event is unknown. Device is an instrument and is not implanted / explanted. A review of the device history record was completed; the supplier¿s certificate of compliance indicates the parts were manufactured to meet the required specifications. The lot was inspected and conformed to the synthes, tabulated incoming final inspection sheet. There were no mrr¿s, ncr¿s, or complaint related issues with this complaint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis. The product development evaluation reports, the part 03.616.043 is a locking holding sleeve for the matrix pedicle screw system. This holding sleeve is the same design as a shorter locking holding sleeve 03.616.042. The matrix spine system includes 5 holding sleeves (03.632.001, 03.632.036, 03.632.085, 03.616.042, 03.616.043) for screw insertion with an appropriate driver. The applicable us matrix technique guides do not include instruments 03.616.042 and 03.616.043, these instruments are mentioned only in the technique addition (jd6132a). The usage steps for these two locking holding sleeves significantly differ from the locking holding sleeves that are included in the us technique guides. Improper use of this holding sleeve can contribute to the confirmed condition in this complaint. The external m6.5x0.75 thread of the received holding sleeve (03.616.043) is damaged. The lot number for the received instruments is 6752160 was made under revision b. The reported condition of stripped thread was confirmed on each received part; the distal tip shows damage to the thread on received instruments; both show partial detachment of the first threads. The applicable associated drawings were reviewed. These drawings call out the appropriated dimensions, material (17-4 stainless steel, heat treated), and finishing processes for a successful inner shaft. The pedicle screw implant and driver dictate the thread dimensions and inner shaft diameter of this instrument. Proper use is critical to the success of this device. The us matrix pedicle screw system technique guides do not include part numbers 03.616.042 or 03.616.043. Without instructions for these part numbers, these instruments are susceptible to failure. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a routine inspection of field equipment postoperatively, six reportable instruments were discovered not to be functioning properly. Three locking holding sleeves and one standard holding sleeve were all stripped. One curved ball tip probe has too many bends on it to use properly. One tapered u-joint driver has no memory. It is not known when all of these items stopped functioning. There is no reported patient involvement. This is report 3 of 6 for (B)(4).